Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, after a few minutes of use for an unspecified procedure, the subject device lost focus and produced a grainy image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is dirt on coupler unit. Based on the results of the investigation, a definitive root cause could not be identified for the customer reported malfunction as it was not confirmed during evaluation. A definitive root cause could not be identified for the dirt on the coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, after a few minutes of use for an unspecified procedure, the subject device lost focus and produced a grainy image. There were no reports of patient harm.